Event description:
Patient presented to the physician with wound dehiscence and exposed ipg. Physician determined the ipg was eroding through the incision. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.